Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent posterior repair w/elevate on (B)(6) 2010 due to rectocele, vaginal prolapse and perineal relaxation. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and a mesh was implanted; and on (B)(6) 2010 elevate was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/09/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted, concurrently with a vaginal vault suspension and lysis of adhesions. No additional information was provided.